Manufacturer narrative:
Investigation completed on a smiths medical medfusion 4000 pump. Physical condition of device was not in good shape. Cracked case top and all corners, case bottom by l- bracket and right plunger case. No alarm in event log and visual inspection confirmed complaint. It was discovered contamination on main board and interconnect board. Engineer felt device was not handled with care. Device was rebuilt and cause isolated to main pcb board and interconnect board. Once repairs completed, device passed all testing.

Event description:
Information was received indicating that while turning on a smiths medical cadd medfusion 40000 alarm occurred. Damaged upper/lower cases/contamination main pcb. No patient involvement.